Event description:
It was reported by an urologist team leader that a pt suffered an anaphylaxis-like reaction after undergoing a cystoscopy procedure with a scope that had been disinfected in cidex opa solution.